Event description:
Boston scientific received info that this right ventricular lead exhibited loss of capture. The pt presented to the ER with low blood pressure and a heart rate in the 30's. A chest x-ray was taken to determine the cause. It was noted on the x-ray that this lead had fractured from clavicular crush, and it was noted that the pt was in atrial fibrillation. As a result, the device and all implanted leads were removed. The pt received a single chamber device and a new lead. To date, there have been no additional adverse pt effects reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.